Event description:
It was reported that the instrument did not work. Isi followed up with the initial reporter and obtained the following additional information: there was no physical damage visible on the instrument and no material was missing or detached from the portion of the device that enters the patient's body.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.